Manufacturer narrative:
Complete initial reporter name: (B)(6). Event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that the customer emailed getinge representative that they have saved a balloon following CPR and have questions regarding a possible balloon leak. Medwatch # mw4099641 received 09-march-2021. Describe event, problem or product use error nstemi complicated by vt arrest. Coronary angiogram demonstrated severe multivessel disease. Iabp placed. On (B)(6) 2021, patient experienced labile blood pressure and at 7 pm required increasing vasopressors. Onset of afib increasing ectopy (pacs, pvcs). Iabp began to alarm with messages, check catheter position and auto r wave deflation". CPR was initiated. At end of CPR, small amount of blood noted in helium line. Patient in pulseless vt despite on-going efforts and family consulted. Decision made to transition to comfort measures only and resuscitation discontinued. Upon removal of catheter/balloon, small hole in balloon noted.

Manufacturer narrative:
It was determined on 30jul2021 that the device had returned. Device evaluation: the product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the sheath. The extender tubing and pressure tubing were also returned. The extracorporeal tubing was cut at approximately 36.83 from the rear of the y-fitting. The remaining tubing section was not returned. Additionally, the optical fiber was found broken inside the membrane at approximately 23.37cm form the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, pressure tubing and extender tubing was performed and a leak was detected on the membrane approximately 1.27cm from the rear seal and measuring approximately 0.013cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period apr-19 through mar-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Despite request and/ or customer indicated that the device would be returned; however, the device has not been returned to the manufacturer so we are unable to complete an evaluation. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period apr-19 through mar-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint#: (B)(4). H3 other text: device not returned.

Event description:
N/a.